Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from caller who reported that when changing from one position (lying down) to another position (upright), stimulation returned to a level different from what the upright settings had seen previously. The caller met with representative had settings for how quickly to adjusts to positon changes. No aggregate malfunction according to representative. On (B)(6) 2016 the caller went to bed having had the upright settings at 2.10 for several hours. When they got out of bed in morning, the upright settings was 1.80. They turned the stimulation off, waited for a few seconds and then turned it on again. The upright position went back to 2.10.

Event description:
A patient reported stimulation was changing on its own in the upright position for the past 2 to 3 weeks. Patient reported that he will set it on adaptive stim at 2.0 upright position and at some point later in the day the patient will notice that the amplitude will have gone down to 1.5. The patient was redirected to their healthcare provider. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.